Event description:
It was reported that the patient developed a hematoma and it was drained by an emergency department physician. Subsequently, a pocket revision was performed and a culture was run, which tested positive for an infection. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted. It was noted that the system had been implanted with an antibacterial absorbable envelope. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.